Manufacturer narrative:
One y-connector of a level 1® disposable normothermic IV administration set was returned for analysis in unused condition. The sample was visually inspected at a distance of 12" to 24". The returned sample was connected to an h-1200 hotline fluid warmer for functional testing. The sample leaked at the joint of the 3 "y" connector. A review of the manufacturing and inspection processes was conducted and was considered adequate and correct. The failure mode was leaking. The root cause was identified as a lack of robust and repeatable adhesive dispensing to achieve the desired adhesive depth and that the components were potentially not tested for leaks. See MFR: 3012307300-2017-02640, 3012307300-2017-02642.

Event description:
It was reported that a leak on the y-connector of a level 1® disposable normothermic IV administration set during intravenous and blood transfusion. The incident occurred immediately upon use. It was reported that there was no patient injury and no medical intervention required.